Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller stated that the unit runs but no pressure because its not distributing the medicine. The caller stated that his wife (B)(6) was using the unit and the motor just backed down.